Event description:
A pt reported they were seen in ER because they were not feeling well. Their one touch ii meter allegedly had a blank display. The last result on their meter approx 1 month ago was 220mg/dl. The result from the lab was 517 mg/dl. Treatment was an insulin shot. No further info has been reported.